Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one patient. Complaint summary: date: (B)(6) 2013, inratio: 3.1, laboratory: 1.76, time between testing: (15 minutes). Patient's therapeutic range is 2.5-3.5. No further information was provided.